Manufacturer narrative:
User called into emergency support program (esp) line during cardiosave intra aortic balloon pump therapy, requesting assistance with a gas loss alarm. He stated the pump had alarmed gas loss several times, but they pressed start to resume the pump. I the esp personnel had verified there was no blood or discoloration in the helium tubing. The esp personnel discussed the proper way to troubleshoot this alarm: check the helium tubing for blood or discoloration, press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. And also reviewed the nature of this alarm and different clinical possibilities. The patient was ventilated and on ECMO. The call was ended. No harm or injury reported.

Event description:
User called into emergency support program (esp) line during cardiosave intra aortic balloon pump therapy, requesting assistance with a gas loss alarm. He stated the pump had alarmed gas loss several times, but they pressed start to resume the pump. I the esp personnel had verified there was no blood or discoloration in the helium tubing. The esp personnel discussed the proper way to troubleshoot this alarm: check the helium tubing for blood or discoloration, press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. And also reviewed the nature of this alarm and different clinical possibilities. The patient was ventilated and on ECMO. The call was ended. No harm or injury reported.